Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to the customer fell on the pump. The customer reported hyperglycemia was treated with manual injection and insulin pump. The customer reported blood glucose value at the time of incident was 298 mg/dl. The event involved product(s) unk_reservoir, unomedical and mmt-1715kr. Troubleshooting was performed. No further patient complications was reported. The customer discontinued the use of the pump. Mmt-1715kr was requested and customer responded the device was returned. No product return is required for unk_reservoir, unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. No pump rattling anomaly noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay. Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. No damage noted on the force sensor. Cosmetic damage (pump rattling anomaly) was not confirmed; however, other cosmetic damage was noted during analysis. Unable to confirm alleged high bgs. Unable to perform the required testing due to critical pump error (open book image) alarm. Alarm-aa99-critical pump error (open book image) alarm confirmed due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.